Event description:
#Medwatcher #(B)(4). I was in chronic pain and constantly bleeding I also had back pain (never had before eesure) and migraines at least twice a week since eesure was put in and bloating to were I looked 6 months pregnant . As of now I had to have a hysterectomy to remove eesure and I have quit bleeding and the pain is from them removing my uterus and tubes